Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The right cylinder was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had broken fabric threads and a hole from wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leakage testing due to a leak from wear in the proximal end of the cylinder. The unused cylinder passed the leakage testing and the visual inspection. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The right cylinder was explanted and replaced. No patient complications were reported.